Event description:
Nt821731c - evd broke on a patient. Same issue as before the stop cock has a crack in it.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Sterile date of affected part - (B)(6) 2024. Complaint history review/trend analysis: (24 months review and percent of sales) (B)(4). Previously confirmed "integ-broke in use" complaints within the past two years. (B)(4). Nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the patient-line stopcock broke by where the female luer is located. The breakage of the components indicates that the user applied excessive torque when operating the stopcock while simultaneously using aggressive cleaning agents that degrade the polycarbonate material. This combination leads to both physical stress on the stopcock and material deterioration, increasing the likelihood of failure. There could also be a potential chance that the user may have cross-threaded the stopcock with an external device/component, resulting in misalignment and increased stress. It seems that the user possibly tried to remove something from the stopcock with a tool and applied excessive force on the female luer. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c: evd broke on a patient. Same issue as before the stop cock has a crack in it.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per doc-035405 rev 09 risk analysis spreadsheet (ras) - natus eds 3 external drainage system. Hazard 4.40 - leakage of csf from the stopcock. Effect (harm): over drainage of csf and infection. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. Customer confirmed the drain was available for return. Further investigation to be carried out.